Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy. Lead dislodgement leading to oversensing of atrial signals and high capture threshold were observed. The lead was repositioned.